Event description:
It was reported that during a procedure, a versacross access was selected for use. There was an effusion noted before the transeptal puncture. The catheter crossed the septum. The flouro imaging confirmed a pericardial effusion. The patient was asymptomatic. A pericardiocentesis was performed and approximately 160ml was taken out. The patient was stable and no other intervention were planned. The device is not expected to be returned for analysis. Mw5167745.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available because this was related to a medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.